Manufacturer narrative:
Two bmr reservoir bags were received at sorin group (B)(4) for evaluation on (B)(4), 2009. The visual inspection revealed that the venous inlet connectors from both reservoir bags were broken off where the port enters the bag. One connector appeared to fracture from front to back while the other appeared to fracture from left to right. The broken connectors have been returned to sorin group (B)(4) for further evaluation. A follow-up report will be filed when additional information from the evaluation is received.

Event description:
The perfusionist reported that on two occasions, one during prime and the other removing the bag from the bracket, the venous inlet of the bmr reservoir broke. There was no patient involvement.